Manufacturer narrative:
The reported event of "the device deployed as a cobra head deformation" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2135147-2021-00333. Additional information was received, that indicates that the 32 mm amplatzer septal occluder embolized, after being released from the delivery cable. And attempts to snare the device were unsuccessful. The patient was sent to emergency open heart surgery to retrieve the second device. And to close the patient's atrial septal defect (asd), which was successfully completed.

Manufacturer narrative:
The reported event of "the device deployed as a cobra head deformation" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 rev. C "warnings: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer report number: 2135147-2021-00333. It was reported that on (B)(6) 2021, a 28 mm amplatzer septal occluder was chosen for implant. During procedure, the device deployed as a cobra head deformation 2-3 times while inside the patient. The device was replaced with a 32 mm amplatzer septal occluder, but after deploying the left atrial disc, the right atrial disc was unable to open. The decision was made to send the patient to open heart surgery to retrieve the second device and to close the patient's atrial septal defect (asd). In surgery, the second device was successfully retrieved, and the patient's asd was surgically closed. There was a clinically significant delay in procedure of more than 1 hour due to this event. The patient remained hemodynamically stable throughout the procedure, and the patient did not experience any other adverse event. No additional information was provided.